Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the sensor was not providing sensor glucose value. Troubleshooting was performed. Customer's blood glucose was 98mg/dl at the time of the incident. It was reported that during troubleshooting, the sensor cannula was missing when removed from the customer's body and examined. It was reported that the customer's mother was advised to replace sensor and return. The sensor will be returned for analysis.